Event description:
Pt underwent colonoscopy. Polypectomy with cauterization performed at 5 sites. Pt returned on the same day with gastrointestinal bleeding. Repeat colonoscopy revealed bleeding at all previously cauterized sites. Cautery unit tested. Findings: cable leading to snare which also operates cautery was faulty. Cable appeared to be properly attached but connection noted to be loose. Cable replaced with good results. Note: this electrocautery unit lacks an alarm system to warn the operator when the cautery is malfunctioning.